Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarms noted. Unable to confirm unexpected backlight due to keypad anomaly. The insulin pump has cracked reservoir tube lip, cracked display window, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the insulin pump alarmed button error. The customer did not know the blood glucose reading. The customer stated that she went to change the reservoir and noticed that the light was on the insulin pump. She noted that the device prompted her to press esc and act. She changed the battery and received the button error alarm. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.